Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site located in the pt's left anterior descending artery. An attempt to cross the target lesion site was unsuccessful due to tortuosity and calcification. In response, the sds was withdrawn from the pt; however, upon withdrawal, the stent became dislodged from the balloon catheter and embolized. There were no reported attempts made to retrieve the stent. The physician believes the stent may have embolized to the peripheral circulation. Subsequently, another stent was placed at the target lesion site. There were no add'l complications reported relative to this event.